Event description:
On 03/12/2026, fujifilm healthcare americas corportation became aware of an event involving eg-760r. It was reported that during a case on (B)(6) 2026, water got spit out of the scope onto the patient's vocal cords causing a laryngeal spasm resulting in a rapid response being called. The malfunction occurred at the beginning of the procedure when inserting the scope. Immediate additional medical attention was required to stabilize the patient's airway and vital signs. The procedure was not completed. The customer did not attempt to complete the procedure. The patient was stabilized after medical attention in the recovery room. The patient was later discharged safely home without needing additional medical attention. Due to the laryngeal spasm resulting in a rapid response being called to stabilize the patient's airway and vital signs, fujifilm healthcare americas corporation is reporting this event in an abdunance of caution. Ref: fujifilm healthcare americas corportation complaint # (B)(4).